Event description:
It was reported that during the implant procedure the patient's atrium was still. It was also reported that the right atrial (ra) lead sensing could not be measured and 5v pacing could not excite the atrium. It was also reported that after several positions were changed the parameters still did not change. The ra lead was attempted/not used. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.